Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 22 march 2017. The representative reported that the power cable was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable was received by the manufacturer for evaluation. When flexing the power cable, intermittent functionality could be observed. Indicating an open in the ac plug end of the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would power down when the power cable was adjusted. No additional information was provided. There was no patient present when this issue was identified.